Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event occurred. The patient¿s wife stated the patient inserted a new sensor on (B)(6) 2018. She indicated that she was out of town and is a follower. She called her cousin to check on the patient on the morning of (B)(6) 2018. Her cousin found him unconscious on the floor due low blood sugar and called 911. It is unknown how the cgm was functioning at the time of event. She stated the sensor had failed; however, it is unknown if it occurred the night before the when the patient was at the hospital. The patient was released from the hospital on (B)(6) 2018. No additional patient or event information is available.